Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) on june 13, 2006 and alleged that her one touch ultra meter was reading inaccurately high. Lfs was able to obtain add'l info from the pt. The pt reported that she had been obtaining very high results on the subject meter for a while. However, she was not experiencing any symptoms of high or low blood glucose at the time of the high readings. The pt is on a sliding scale insulin regimen (she normally takes 4-6 units of r insulin in the morning and 12 units of n if the readings are between 5.6 mmol/l and 8 mmol/l. At lunchtime, she normally does not take any insulin unless her readings are over 7 mmol/l, she would take 2 units of r. At dinnertime, she takes 8 units of r and 14 units of n if the result is between 5 and 6 mmol/l. If the reading is higher, she increased the n insulin by a unit or 2). The pt also reported that she has felt like she was "crashing down" after taking insulin accordingly (to the meter and sliding scale). However, no tests were done at the time she felt like she was "crashing down". No specific results were given and the pt did not recall how much insulin she took. She self-treated with glucose tablets. The pt had performed a comparison between the subject meter and her daughter's meter. She received a result of 19.6 mmol/l (353 mg/dl) and within 10 minutes she tested on her daughter's meter with result of 3.6 mmol/l (65 mmol/l). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30mg/dl. The pt was not experiencing any symptoms at this time, but took some orange juice due to the low result on her daughter's meter. She did not receive any medical attention. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mmol/l) and that it was coded correctly. It was discovered that the test strips were damaged (peeling). No control solution tests were performed.